Manufacturer narrative:
H10: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 27mm 11500a aortic valve was explanted after an implant duration of 1 years, 3 months due to chronic aortic dissection with thrombosed aortic valve and aortic aneurysm. The patient presented with sob and weakness. The explanted valve was replaced with a 23mm 3300tfx valve. Per medical records, the patient presented with weakness and worsening doe, and was transferred to hospital for evaluation of incidental type a aortic dissection from aortic root to arch with aneurysmal dilation and infrarenal aaa. An aortic flap visualized in the ascending aorta. The patient developed confusion, and aki requiring hd preoperatively. Pre op echo showed leaflet thickening of the aortic bioprosthesis and mild ar. The patient was optimized for surgery and the risk related to cold agglutinins, clotting and stroke note. The preoperative diagnosis was an ascending aortic arch aneurysm and chronic dissection with thrombosed aortic valve bioprosthesis, and aortic root aneurysm. It is noted all leaflets of the explanted valve had thrombus on them. The valve was explanted, and pannus was debrided, and the patient underwent a redo aortic root replacement with 23mm 3300tfx valve and 26mm graft with cabrol grafts x 2 to lmca and rca. The patient was weaned from cpb, there was an extensive period of time in or to reverse extensive coagulopathy. Pathology of the aorta showed, attached thrombus, subacute aortic dissection with organized false luminal thrombi and chronic inflammation. An echo on pod #11 showed an aortic valve seated with expected gradients, no evidence of regurgitation. His post operative course notable for hemorrhagic shock, respiratory failure requiring tracheostomy, aki requiring crrt, and large bleeding duodenal ulcer. The patient was discharged on pod #25.

Event description:
Through implant patient registry it was learned that a 27mm 11500a aortic valve was explanted after an implant duration of 1 years, 3 months due to unknown reason. The explanted valve was replaced with a 23mm 3300tfx valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.